Manufacturer narrative:
The insulin pump passed the displacement test and basic occlusion test. They were unable to prime the insulin pump during the prime/compromised force sensor system test due to a faulty force sensor resistor. There were no compromised force sensor system alarms noted. The pump was received with a cracked case at the display window corners and cracked battery tube threads. The pump was received with a severely scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump during priming.